Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v049666, product type: lead. Product ID: 7482a51, serial# (B)(4), product type: extension. (B)(4).

Event description:
The manufacturer representative (rep) reported that there was a low electrode impedance issue on pair 2 <(>&<)> 3 prior to replacement. The pair was measured to be 7 ohms. All other pairs were within range. There were no associated symptoms as the electrode pair was not used for programming. No further action was taken. The patient's indication for use was parkinson's dual.